Event description:
A customer reported issues with their insulin pump, which included a malfunction and a problem with the battery charging, resulting in a button alarm rather than a proper shutdown sequence while charging. Despite these issues, there was no adverse impact on the customer's blood glucose levels. The customer declined troubleshooting but requested a replacement pump, as the malfunction prevented proper usage. Technical support confirmed the issues, and the customer was informed about and agreed to actions for receiving and returning pumps. The pump was confirmed to be under warranty, and a replacement with updated software was sent. Meanwhile, the customer planned to use multiple daily injections to ensure no interruption in insulin delivery.